Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the knot was not advanced 'significantly' as the physician 'had left the guide wire in the device'. A second proglide was used, but it could not be advanced into the artery. The device and the guide wire were removed from the anatomy and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - operator not trained/failure to follow steps the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The second perclose (B)(4), is being filed under a separate MFR number.